Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to a failure of the image sensor unit or the inside of the video connector. It is also likely that there is a problem with the board of the part or the system side. The event can be detected/prevented by following the instructions for use which state: "1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection 2. Observe the palm, etc. With normal light observation image and nbi observation image 3. Confirm that the illumination light is emitted (see figure 3.23) 4. Adjust the amount of light to make it suitable brightness 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The returned device was evaluated and customer allegation ¿image failure¿ was confirmed. Adhesive on bending section cover had a chip. Control unit had a scratch. Switch button 1 was dirty. Universal cord was wrinkled. Universal cord was dirty. Video connector had a crack. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the endoeye flex deflectable videoscope displayed a bad image. Image failure occurred during a therapeutic procedure. Pre-use inspection was performed. The procedure was completed with a similar device. The device was returned and an evaluation at the repair center revealed, noise was generated and no image was produced due to a break in the imaging cable. The color tone of the image was abnormal due to damage to the imaging section (image is only magenta or green). This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. There were no reports of patient harm associated with the event.